Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds and increased out of range pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received that loss of capture was also observed on the lead. The loss of capture led to fifteen seconds of pacing inhibition. The patient is pacemaker dependent but no periods of asystole greater than two seconds were observed. During the revision procedure, an x-ray was taken to check for lead damage, but none was identified.